Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No failed battery alarm was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving excessive failed batter test alarms even after battery cap change. Insulin pump was replaced. Customer's blood glucose was 78 mg/dl. Customer call back when in receipt of new insulin pump and requested assistance with reconnecting infusion set and reservoir due to recent change that morning. Customer received assistance with priming. Customer also reported that infusion set did not apply properly due to forgetting to remove needle guard. Customer's blood glucose was 157 mg/dl.